Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks after the implant date. D6b: explant date: 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 24630775. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.